Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 and n2o needle valve were calibrated, and the unit was returned to service.

Event description:
The hospital reported that, n2o float was not fully down when valve was close, nitrous is leaking. The unit could create a hypoxic mix. The n2o needle valve would not fully close when turned off. There was no reported patient involvement.